Manufacturer narrative:
One level 1 hotline low flow system device was returned for analysis. The enclosure and the water tank cover were found dirty and the lcd was visibly damaged. A full inspection was performed, and the reported issue was confirmed. The lcd was found to be damaged. No action was taken due to the age of the device. It's deemed beyond economical repair and will be scrapped.

Event description:
Information was received indicating that the smiths hotline blood and fluid warmer displayed a screen that's half black. There were no adverse event reported.